Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial arrhythmias were prematurely terminating when atrial even occurred during implantable pulse generator (ipg) absolute blanking period. The ipg remains in use. No patient complications have been reported as a result of this event.